Manufacturer narrative:
The returned guide wire contained coating damage. The guide wire was received with jump coils along its length and scraped coating at the jump coils locations. The more prominent jump coils locations were found at 29cm and 129.5cm from the distal tip. The device diameter was measured and found to be within specification, with the exception of the segments where the jump coils were located. A review of the manufacturing record for this batch number found that the device met its material, assembly, and product specifications. The root cause of the peeling coating can be attributed to manufacturing. A CAPA has been initiated to address this issue.

Event description:
Event determined to be reportable based on investigation approved 01/18/2008. It was reported that during an unspecified procedure, guide wire coating issues occurred. The location of the lesion, percent of the stenosis, degree of calcification, and vessel tortuosity are unk. The 0.035 j-tip amplatz super stiff guide wire was advanced, however, the guide wire "was hanging up on the diagnostic catheter". Upon removal of the guide wire, it was noted that the outer coating contained cracks and was pulling away from the guide wire's core, however, none of the coating had come off of the guide wire. How the procedure was completed and the pt's status are unk. Device analysis revealed peeling of the guide wire's ptfe coating.